Event description:
A venaseal closure system was used for treatment of the entire length of the great saphenous vein (gsv). Tumescent infiltration was not used. General anesthesia was used. The IFU was followed. A guidewire was used during catheter insertion and placement. The procedure was completed as usual and the vein closed. It was reported that 2 months post procedure a purulent tumor formed in the lower leg region and a resection was performed half a month later, the purulent tumor was excised. In the remaining femoral region tumor is also forming and additional removal is being considered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.